Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two mitraclip devices referenced are filed under separate medwatch reports.

Event description:
This is filed for tissue damage. It was reported that this was a mitraclip procedure to treat grade 4+ degenerative mitral regurgitation (mr), and a mitraclip procedure to treat grade 6 tricuspid regurgitation (tr). The mitral valve procedure was treated first. An xtr clip was implanted first, without issue. A second clip, an ntr, was advanced and was positioned. The clip arms were not perpendicular to the line of coaptation and the physician attempted to correct the orientation below the valve. Excessive subvalvular movement caused the ntr clip to interact with the xtr clip, knocking the xtr clip off the posterior leaflet. The ntr clip delivery system (cds) was removed from the anatomy, with the clip un-deployed. A third clip, an xtr, was implanted, stabilizing the detached clip and reducing mr to grade 2. During the tricuspid valve procedure, due to the tricuspid valve anatomy, positioning the cds was difficult and grasping the septal and anterior leaflets was difficult. During the grasping attempts, the septal leaflet was damaged. Tr was noted to be worsened, but remained at grade 6. The cds was removed without difficulty and the tricuspid procedure was aborted. No intervention was performed to treat the leaflet damage. Post procedure, the patient remained in stable condition. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Initial 30-day report filed incorrectly as requiring intervention. No intervention performed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. Per the mitraclip system (instructions for use (IFU): the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr 3+) due to primary abnormality of the mitral apparatus. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system IFU, is a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported physical resistance and the reported leaflet grasping issue appear to be due to patient anatomy/pathology (tricuspid valve anatomy). The use error was associated with the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device. The reported tissue damage appears to be a result of procedural conditions of leaflet grasping attempts. There is no indication of a product quality issue with respect to manufacture, design or labeling.